Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine follow-up, it was observed that the right atrial lead had dislodged. The patient was asymptomatic. The lead was explanted and replaced.